Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-03305. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was exhibiting flow issues. Per review of wo, had them run a functional verification. Inlet pressure was at -7 psi, circulation pump command was at 50%, flow rate was at 1.7 lpm. They stated that the staff was not confident with the quality of the device and would like a depot assessment and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was exhibiting flow issues. Per review of wo, had them run a functional verification. Inlet pressure was at -7 psi, circulation pump command was at 50%, flow rate was at 1.7 lpm. They stated that the staff was not confident with the quality of the device and would like a depot assessment and a loaner.